Event description:
The device was returned to the manufacturer from an unknown source with no return paperwork. The device underwent routine analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, product type: catheter. (B)(4).